Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratches on lcd display screen.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Ref MFR report #: 2032227-2014-26220.

Event description:
It was reported that the customer had two motor errors on the insulin pump, customer had a blood glucose level over 400 mg/dl. Customer stated that the pump rewound itself. Customer was asked to return the pump. Customer declined troubleshooting for high blood glucose levels. No additional info provided.